Event description:
After the implant procedure was completed, the patient developed a pneumothorax. Physician placed a chest tube and admitted the patient for observation. Pneumothorax resolved the following day and the patient was discharged.